Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had triggered an observation for high threshold. The lead was capped and replaced during a device upgrade procedure. No patient complications have been reported as a result of this event.